Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery compartment was cracked at the threads area. The battery cap was found to be damaged and the contact width as well as height measurements were out of specifications. The battery cap was stuck in the battery compartment and did not tighten securely. The pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. Unrelated to the casing and cap issues, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.